Manufacturer narrative:
(B)(4). During laboratory analysis the product surveillance technician (pst) verified that the cause of the low pressure alarm was the air flow pressure transducer. The pst connected the epgs to a system one simulator and central control monitor (ccm), attached oxygen and air at 50 psi, and entered a perfusion screen on the ccm. The pst then turned the air flow knob to start airflow and immediately received ¿low air supply pressure¿ alarms. The pst temporarily reversed the connections on the application board between the air and oxygen transducers and started receiving ¿low oxygen supply pressure¿ alarms. The pst placed the connectors back in their original locations on the application board and reversed the connections at the transducers; and again started receiving ¿low oxygen supply pressure¿ alarms, which isolated the low pressure alarms to the air supply transducer. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the perfusionist noticed that there was a low pressure air alarm during the case. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review dated jun 19, 2017: per the certified clinical perfusionist, the electronic patient gas system (epgs) was calibrated successfully prior to cpb. Approximately 6-8 minutes into cpb, a low air pressure alarm occurred. The perfusionist checked for leaks in the gas supply system and this included inspecting the water trap attached to the air inlet connector. No leaks were discovered. With the help of the hospital biomedical technician, the inlet air pressure was checked just prior to the epgs air connection and the pressure was within specification. On initial evaluation, it appears there was an issue with the inlet air pressure transducer of the epgs and this could lead to an alarm indication. As the low air pressure alarm continued and no cause was identified, the perfusionist elected to use a regulated portable 100 % oxygen tank and the tank was connected by tubing to the oxygenator. This tank was used for the remainder of cpb. As this was a 100 % oxygen tank, the fio2 was fixed at 100 % and gas flow was able to be adjusted to control the carbon dioxide level in the blood. Using 100 % oxygen tank may provide a higher fio2 than required or needed. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
Per data log analysis, on (B)(6) 2017 the gas system was successfully calibrated at 05:22:15 am. At 06:07:59 am the gas system reported "blending gas pressure low = 0 psi". This occurred two more times in the log. It was determined that there was a short in the lamp assembly. The biomedical engineer (biomed) was able to reproduce the gas system low pressure error by turning on the lamp. Service repair technician (srt) replaced the air pressure transducer. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.